Manufacturer narrative:
Product ID: 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: neu_siliconeanchor, product type accessory product ID: neu_siliconeanchor, product type accessory. (B)(4). No device analysis was performed; the device met risk based criteria.

Event description:
It was reported that the entire system was explanted for the need of a full body MRI. There were no patient symptoms reported related to the event. It was stated that the patient wanted to be re-implanted once the MRI was done.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.